Event description:
In 2006 the lay patient contacted lifescan (lfs) alleging that her sure step enchanced meter displayed the remove strip message. The patient was feeling weak and her "eyes were blurry" at the time of concern. At 8:00 am, she went to her doctor's office because her meter was not not working properly. She took no action to affect her blood glucose level following attempted use of the reported meter. A result of 375 mg/dl was obtained on the doctor's device. The patient received insulin treatment; the insulin type and dose were not provided. The customer service agent (csa) confirmed that the patient used correct cleaning and testing technique. The meter, test strips, and control solution were replaced. The complaint is reported because the patient was unable to obtain a blood glucose reading on the product while having symptoms and later was found to have a blood glucose level of 375 mg/dl.